Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 07-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020 regarding a patient receiving dilaudid (5mg/ml) and morphine (25mg/ml), both at unknown doses via an implanted infusion pump. It was reported that the patient went through withdrawal a while back (on an unknown date) so saline was put into the pump and it was set to minimum rate. On (B)(6) 2020 a catheter revision was done and the pump piece of the catheter was replaced. The surgeon was unable to aspirate the catheter so morphine remained in the catheter and dilaudid was added to the pump.